Manufacturer narrative:
Concomitant product: addr01 ipg implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead fractured, had no capture, high impedance and no sensing. The lead was reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.